Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Hologic received additional information after following up with the user facility; the uterine perforation was felt at the time of occurrence and was confirmed via hysteroscopy, perforation length was approximately 6mm. The patient was admitted to hospital for overnight observation and was given antibiotics. No additional medical intervention was required to prevent further injury. Pre-op procedures performed: dilation and curretage, mirena iud removed pre-op. Ablation procedure was not performed due to uterine perforation.

Event description:
It was reported that during a procedure on (B)(6) 2020 involving a novasure endometrial uterine ablation system the registrar was unable to deploy the device within the patient. They attempted the process 3 times without success. The device was removed and a hysteroscopy was performed; no obvious indendations from the device observed. The consultant then attempted to insert and deploy the device, however a perforation at the fundus occurred. Procedure was aborted. Patient was given antibiotics and admitted for observation overnight.